Manufacturer narrative:
Per the instructions for use, paravalvular leak (pvl) is a potential adverse event associated with bioprosthetic heart valves. Paravalvular leak refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue, as a result of a lack of appropriate sealing of the valve to the target site. Some pvl is expected post deployment. Many cases are mild to moderate, and either resolve over time or do not cause symptoms. Others may be more clinically significant and require intervention. The mechanism behind worsening pvl is not well understood but may be related to cardiac remodeling. In this case, per report, the cardiologist felt that the first valve was placed too high and may have moved due to the sigmoid septum complaint histories for all reported events are reviewed against trending control limits on a (B)(4) basis, and any excursions above the control limits are assessed and documented as part of this (B)(4) review. No corrective or preventative actions are required.

Event description:
Approximately 23 months post implant of sapien valve, a second valve (sapien xt) was implanted to resolve moderate pvl which was causing shortness of breath. The patient was stable at the end of the procedure. The first valve had been positioned 60:40 aortic/ventricular and landed 70:30 a/v. The coaxial alignment of the valve and delivery system and the image intensifier angle were good. During deployment ventilation was held and pacing capture was not lost. Per report, the cardiologist felt that the first implanted valve was placed too high and may have moved due to the sigmoid septum.